Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. The customer was experiencing unexplained high glucose for more than two days. It was stated that the events leading to her admission was vomiting. Troubleshooting was performed. Reviewed the programming and found that the customer was not able to deliver the estimate total as her maximum bolus was set lower. The customer stated that the infusion set was not change to resolve the issue. Ran a fixed prime and high pressure test and they passed. During the call also was found that the customer was not using the proper rotation method. Advised the customer to speak with her doctor about the correct rotation method. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.